Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse performed a total service call and did not find any problems with the instrument. The cause of the discordant troponin and bnp results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur xp troponin and bnp results were obtained on patient samples. It is unknown if the results were reported to the physician(s). The samples were retested on another system and the corrected results were reported. There is no known report of patient intervention or adverse health consequences due to the discordant troponin and bnp results.